Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly decreased from 30% to 5% while connected to a power source. The pump battery gauge then increased to 35% and jumped to 100%. There was no reported impact to the customer's blood glucose level. It was indicated that the current pump will continue to be used for diabetes management.